Event description:
The mother of a patient reported that her daughter is experiencing the infusion set tubing kinking or bending where the tubing connects to the plastic housing on the pigtail. She reported that this issue has occurred twice. The mother stated that her daughter experienced elevated blood glucose of 500 mg/dl. The mother reported that she administered a bolus and her daughter's blood glucose value reduced. Her normal blood glucose value is 135 mg/dl. The patient did not require assistance from a health care professional or second party to address the issue. The product was requested to be returned for evaluation.